Manufacturer narrative:
Additional product code kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Investigation summary: complaint summary: when the surgeon finalized the correction key rod lock, the whole of correction key was pushed back with tick sound. The expedium verse correction key set screw and the screw head got wear and tear during cap final step. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for stripped could be confirmed as the image provided shows the threads stripped. However, migration could not be confirmed as there are no x-rays. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on aug 18, 2020 that the patient underwent for a procedure of correction key rod lock. During the procedure, the whole of correction key was pushed back with tick sound. The expedium verse correction key set screw and the screw and the screw head got wear and tear in the final step. The procedure was completed successfully with 30 minutes delay. All generated fragments are removed without any intervention. There were no patient consequences. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown tightener (part# unknown, lot# unknown, quantity unknown). This complaint involves ten (10) devices. This report is for (1)verse correction key. This is report 6 of 10 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: patient and device problem codes updated to imdrf codes. H6: a product investigation was conducted. Visual inspection: the verse correction key (product code: 199721000 lot : 281689) was received at the cq. It was observed that the threads(rod lock) were found to be stripped. The image(s) were reviewed and the complaint condition for stripped could be confirmed as the image provided shows the threads stripped. However, migration could not be confirmed as there are no x-rays. Dimensional inspection: major diameter was measured and found to be conforming as per relevant drawing. Conclusion: no definitive root cause could be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: the DHR of product code: 199721000, lot : 281689 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 16.06.2020. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.